Event description:
It was reported the infusion pump alarmed for an occlusion while critical drug, dobutamine was being infused to an infant. The clinician found that the volumes delivered to the patient could not be seen and the display on the device was blank; therefore, they were unable to determine the exact amount of time the patient did not receive the medication. The pcu event log indicated that the pressure sensor disc was over pressure to trigger the patient occlusion alarm and the volume to be infused decreased. Vtbi (volume to be infused) was 0.3201 when pump alarmed at 4:39:31 am on (B)(6) 2020. The nurse cleared the alarm and restarted the pump. Vtbi was 0.2068. The nurse continued to clear the alarm and restarted 11 times. Another syringe pump was used. The total infused volume was 1.019 at 4:47:03 am. No additional information was provided.

Manufacturer narrative:
The customer reported complaint that the volumes delivered could not be seen and the display on the device was blank was confirmed during testing. Log analysis results: reviewed the pcu error log and found no errors occurring on the date of the event of (B)(6) 2020. The review of the pcu event log begins when a remote IV was received for drug ID 47 (dobutamine) at 06:10pm on (B)(6) 2020. The drug was programmed to infuse at the rate of 0.3006 ml/h with the vtbi of 0.8 ml. The syringe module would be reprogrammed with a different vtbi and dose until the reported date and time of the event. From 4:39am to 4:45am on (B)(6) 2020, the syringe module alarmed 14 times for ¿occlusion patient pressure¿. During this time, the pvi decreased from 0.3201 ml to -1.019 ml. The unit was removed at 4:47am. The total volume infused from (B)(6) 2020 at 6:16pm to (B)(6) 2020 at 3:05am was calculated to be 2.1519 ml. The total volume infused on (B)(6) 2020 from 4:39am to 4:47am was calculated to be -1.019 ml. Test results: testing performed on the returned syringe module and pcu replicated a ¿blank volume infused¿ screen when checking volume infused. The blank screen was the result of a negative ¿volume infused¿ with the ¿back off¿ feature enabled. Per software tracker (B)(4), the device is working as designed. Accuracy testing performed on the syringe module found the device was operating within specification. The root cause of the customer reported complaint that the volumes delivered could not be seen and the display on the device was blank was an occlusion leading to the device backing off to relieve the built up pressure resulting in a negative volume infused, which results in a blank display when the ¿back off¿ feature is enabled, as expected per hazard reference (B)(4). Device history review: review of the sn (B)(6) service history record showed the device had a manufacture date of 02/04/2010. A review of the device service history record was performed beginning from the date of manufacture to the present date 11/19/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production records were opened for the source device.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported the infusion pump alarmed for an occlusion while critical drug, dobutamine was being infused. The clinician found that the volumes delivered to the patient could not be seen and the display on the device was blank; therefore, they were unable to determine the exact amount of time the patient did not receive the medication. The pcu event log indicated that the pressure sensor disc was over pressure to trigger the patient occlusion alarm and the volume to be infused decreased. Vtbi (volume to be infused) was 0.3201 when pump alarmed at 4:39:31 am on (B)(6) 2020. The nurse cleared the alarm and restarted the pump. Vtbi was 0.2068. The nurse continued to clear the alarm and restarted 11 times. Another syringe pump was used. The total infused volume was 1.019 at 4:47:03 am.